Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated onsite by our field service engineer (fse) due to failed pressure transducer test. The expiratory channel, inspiratory and expiratory pressure transducer printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing them. The ventilator passed all functional and safety test and was cleared for clinical use after that. This can be confirmed in the logs provided. Expiratory channel printed circuit board is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flow meter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Upon visual inspection of the returned components, a broken voice coil connection was identified on the expiratory channel pcb. Additionally, both pressure transducers were found to be contaminated. In-house testing of the pressure transducer pcbs did not pass the flow transducer test conducted in the puc. Due to the broken voice coil connector, the simulated test on the expiratory channel pcb could not be performed. In conclusion, the device did not meet its specified performance criteria during the reported incident. The contamination of the pressure transducers resulted in their failure to meet the required specifications.

Event description:
Manufactures reference ID: (B)(4).